Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot # 6611824 was completed. A non conformance report was written against the lot for the major and minor thread diameters being out of tolerance. The lot was 100% inspected and reworked. The product conformed to all requirements. (B)(4). Placeholder.

Event description:
It was reported that the following event occurred during a posterior cervical/thoracic fusion surgery using the synapse and matrix spine systems. The synapse instrumentation was implanted first and the surgeon was inserting the matrix spine screws when the threads on the holding sleeve began to unravel. This made the holding sleeve unusable, so the surgeon began to use the second holding sleeve in the set. Almost immediately, the surgeon had the same issue with the second sleeve, making both holding sleeves unusable. The surgeon was able to complete the case without incident by using a back-up holding sleeve. The surgery was extended by approximately 15 minutes to allow for sterilization of the instrument. No reported harm to the patient. This is report 2 of 2 for complaint # (B)(4).